Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) implants was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth sites 11 (fdi) and used within the range of 4 to 5 years. The reported event could not be recreated due to the nature of the dental device and event (medical conditions). The customer has returned an image of the per, which contains the reported product in frame implant is noted to be heavily worn and fractured at their collars. The reported medical event could not be verified with the information provided. DHR review was completed for the subject lot number 62940866. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st2683) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (62940866) for similar event and no other complaint was identified.april post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product (tsvb11). Therefore, based on the available information, device malfunction has occurred and the reported fracture event was confirmed through the returned image.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for evaluation. Products is noted to be attached to third party restorative items, including a healing collar and abutment with screw. The implant is noted to be fractured. No pre-existing conditions were noted on the per. The reported product used within the range of 4 to 5 years.the reported event could not be recreated due to the nature of the dental device and event. DHR review was completed for the subject lot number 62940866. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st2683) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (62940866) for similar event and no other complaint was identified. May post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product (tsvb11). Therefore, based on the available information, device malfunction has occurred and the reported fracture event was confirmed for one of the implants through evaluation of the returned devices.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. PMA/510(k) k013227.

Event description:
It was reported that implant was removed due to fracture. Implant was removed with trephine bur. Another implant would be placed after healing process.